Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that at 4 am in the morning, the patient woke up with "bad" and "heavy" symptoms, and wondered if the ins had been turned off by accident. The patient synced the programmer with the ins and found the ins was on and battery was ok. The patient was to follow up with their hcp. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the cause of the issue was unknown. It was also unknown if the issue has been resolved.